Manufacturer narrative:
Block b3: exact date unknown, event occurred in six to twelve months based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also mentioned the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.